Event description:
Following 2 unsuccessful attempts to seat the disposable device during a novasure endometrial ablation the physician felt she had perforated the uterine cavity. This was confirmed on post hysteroscopy and the procedure was aborted. A laparoscopy followed and the "site was cauterized." The pt was admitted to the hosp for observation and was discharged after 23 hours. On (B)(6) 2011, the physician reported the pt's cavity width "was too small for the novasure device, approx 1.5 cm." Additionally, she reported the pt has been seen on f/u and "she is fine." A hysteroscopy, dilatation, and sounding with a metal sound (not hologic devices) were performed prior to the attempted ablation. It is not known when this perforation occurred or what instrument may have been the cause.

Manufacturer narrative:
Serial number of the disposable device not provided by the complainant. Serial number of the radio frequency controller not provided by the complainant. The device has not yet been returned therefore, a failure analysis of the complaint device has not been completed. If the device is received and device eval completed, a supplemental medwatch will be filed. Device history record (DHR) review was conducted for the reported lot number. The lot was released meeting all qa specs. Currently unable to establish a relationship or impact to the reported observation. According to the instructions for use (IFU): contraindications: a pt with a uterine cavity width less than 2.5 cm, as determined by the width dial of the disposable device following device deployment. According to the instructions for use (IFU) warnings: use caution not to perforate the uterine wall when sounding, dilating, or inserting the disposable device. If the disposable device is difficult to insert into the cervical canal, use clinical judgment to determine whether or not further dilation is required. The novasure sys performs a cavity integrity assessment (cia) test to evaluate the integrity of the uterine cavity, and sounds an alarm warning of a possible perforation prior to treatment. (B)(4).